Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to it. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.